Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, self test and p-cap locks properly into the reservoir compartment; however, partially detached retainer ring was noted during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Successfully downloaded history files and traces using thump. The sensor and transmitter was able to connect and calibrate with the pump successfully. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, retainer knit line damage and partially detached retainer. In summary, customers alleged no communication between pump and transmitter was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. Retainer ring damage was confirmed due to partially detached retainer. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump. Troubleshooting was performed and the issue was not resolved. The customer received cannot find sensor signal. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the device will be returned for analysis.